Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: visualization was difficult due to the echocardiogram probe. After the second clip was used, the decision was made to exchange the echocardiogram probe and visualization improved. During deployment of the third clip, the release pin could not be retracted; however, troubleshooting was performed and the pin was able to be removed. The clip was deployed; however, it detached from one leaflet. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to the challenging patient pathology/morphology (heart rotation and fragile tissue due to previous radiation). A definitive cause for the reported difficult to deploy the clip could not be determined. The reported unchanged mr appears to be due to the observed slda of the third clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first implanted clip, referenced is filed under a separate medwatch report.

Event description:
This is filed for difficult deployment and single leaflet device attachment (slda). It was reported that on (B)(6) 2019, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure, treating mr of grade 4. The first clip was implanted; however, difficulty grasping was noted. After clip deployment, a slda occurred. A second clip was advanced and placed next to the first to stabilize the detached clip. A third clip was advanced; however, the clip was difficult to deploy, as the release pin could not be retracted. After several attempts, the clip was able to be deployed, successfully reducing mr. Post procedure, it was noted that the third clip had detached from one leaflet (slda). Mr returned to grade 3. The decision was made to end the procedure and follow the patient for a few days. No additional intervention was performed; however, the patient may return for a second procedure. There was no additional information provided.